Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that at the end of the shoulder arthroscopy surgery when the vapr tripolar electrode was removed from the patient the metal part of the tip of the vapr vue electrode has disappeared. Arthroscopy for inspection has been done, but nothing has been found, neither inside or outside the patient. There was no surgical delay reported. Fragments were generated. Unknown if the fragments were removed without additional intervention. Unknown if any other medical intervention were required. The outcome of the patient was unknown. The procedure was completed successfully. Additional information provided by the affiliate reported no patient harm or consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed saline residue found inside the suction tubing, and the faceplate was found unattached which indicated that the device was in used condition. Therefore, this complaint can be confirmed. The reported broken active metal tip was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. We cannot determine a specific root cause for the failure. The CAPA has been closed due to a number of process improvements and design changes. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (u1808035), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed saline residue found inside the suction tubing, and the faceplate was found unattached which indicated that the device was in used condition. Therefore, this complaint can be confirmed.the device was not tested for safety purposes.the device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer performed both electrical and functional tests,the device successfully passed the electrical testing and flow rate testing.the manufacturer indicated that the distal portion of the active tip has fractured and become detached at the midpoint of the tip face. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The flow rate achieved, would suggest that the tip did not become detached as a result of excessive temperatures generated due to the flow rate not functioning correctly during use. From the investigation, the failure mode seen is consistent with other devices investigated under cap.the exact case of the failure cannot be determined. It is not clear what has caused the tip to break in this manner, excessive force being applied to the distal tip during use or dropping the device could be a factor although there were no obvious signs of misuse or improper handling based on the evidence presented .as per risk assessment, cap has been raised to further investigate this issue. A manufacturing record evaluation was performed for the finished device lot number (u1808035), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The expiration date is unknown. The device was received and evaluated. It was visually confirmed that it was missing a face plate. Therefore, it was not tested due to safety issues.